Event description:
A customer filed a complaint of a suspected positive biological indicator at the end of the cycle. There might have been leakage from the vial as only a small amount of the media remained after the biological indicator was processed. It is unknown if the media ampoule was broken or intact prior to processing. A service call was performed for the machine, which was found to meet specifications.